Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer received open book image alarm due to the customer was swimming in the pool for 5 minutes. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Pump does show signs of damage. Damage was located at the battery and reservoir tube sides and it affected the pump functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation, unit alarmed unexpected flashing medtronic logo, no critical pump error (open book image) noted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and displacement test due to flashing medtronic logo. Unable to download history files and traces using thump software due to flashing medtronic logo. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection, corroded electronic assemblies and force sensor gold traces were noted. The following cosmetic damages were noted: stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, broken belt clip rails, and cracked case (battery tube). In conclusion, customer concern of critical pump error (open book image) was not confirmed. Unit received with unexpected flashing medtronic logo due to corroded electronic assembly. Customer concern of cosmetic damage to pump on the battery tube side was confirmed when cracked case (battery tube) was noted. However, no damage noted to reservoir compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.